Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. D4: UDI: as the catalog/model number was not provided, the UDI is not available. D6b: explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old female patient underwent a breast augmentation revision with a 425cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed with an exam. As a result, the patient is to undergo device explantation on (B)(6) 2024.

Manufacturer narrative:
On january 16, 2025, mentor was made aware that the impacted device being returned was different than the impacted device originally reported. After following up for clarification, it was reported, on january 23, 2025, that the correct impacted device for this event is a 525cc mentor smooth round moderate profile saline breast prosthesis (catalog number 3501685) with lot number 5578885. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. On january 24, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 20, 2025, the evaluation for the device was completed. The patient's replacement device was a 575cc mentor smooth round moderate profile saline breast prosthesis (catalog number 3501690). Device evaluation summary: visual analysis of the returned device revealed that the sal smooth rnd diap 525cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view within the crease measuring less than 0.1 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).